Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was extracted using approved software and extraction was successful. Low signal was observed on sensor. An extended investigation has been performed. The sensor was de-cased and visual inspection has been performed on pcba (printed circuit board assembly), no issues were observed. The batteries were measured and all results were within specification. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a sensor error message "check again in 10 minutes" with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as loss of consciousness and/or convulsion/seizure and was unable to self-treat, requiring treatment with insulin\glucagon or other medication provided by third-party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a sensor error message "check again in 10 minutes" with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as loss of consciousness and/or convulsion/seizure and was unable to self-treat, requiring treatment with insulin\glucagon or other medication provided by third-party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.